Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor froze and was not booting up. The review of system log files showed issues of geometry and collimator and flex vision pc errors. Upon functional testing, the fse could not replicate the issue. As a part of proactive measure, the fse advised the customer to replace the flex vision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor froze with the philips logo displayed. There was no reported patient or user harm. The investigation is ongoing. A follow up report will be submitted when further information is received.